Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The incorrect installation of the hard cannula did not cause the needle to deploy early. A root cause for the reported needle deploying early could not be determined.